Event description:
Severe burning [injection site irritation]. Case description: non-serious. This case, manufacturer is a spontaneous report from the united states referring to a male pt. The pt's mother reported this case. No past medical history, concurrent illnesses, allergies or concomitant medications were reported. "Three weeks ago", the pt received nutropin aq (dose, frequency and route of administration not reported) for an unspecified condition, via nutropin aq pen. The lot number for nutropin aq was l96913. The first puncture date of lot number l96913 was 2007. The pt's history of exposure to lot number l96913 was not reported. The most recent date of administration prior to the event was not reported. In 2007, the pt presented with severe burning (injection site burning). The pt's mother stated that her son did not have any problems with the previous two cartridges, but the pain "now was too much for her son to bear; he was screaming bloody murder as the drug was getting injected, and she had stopped the product." It was noted, "it was not a pain when the needle went, but only when the material went in." The mother was wondering if the cartridge should be sent back. The pt continued to use the vial, lot number l96913, until 2007 (last injection with this complaint vial), and experienced "severe burning" with each injection (received a total of four injections). Two days later, a new cartridge was started (lot number not reported), and the pt had three injections with the new vial, without any problems. Relevant lab tests and treatment for the event were not reported. No action was taken with nutropin aq due to the event. On a date not reported, the event resolved. The pt's mother did not provide a causality assessment of the event injection site burning in relation to nutropin aq. No other suspected causes were identified. The report had not yet had a pcs# assigned by genentech product quality. Additional information has been requested.